Event description:
The pt was undergoing a lead revision (percutaneous lead to surgical lead) and stopped breathing during the procedure. The or personnel performed CPR and intubated the pt and his breathing resumed. The outcome is unknown. Further info is being requested from the hcp.